Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device - location of device: perforating through proximal end of left coil/ perforation (fallopian tube (s)) left"), device dislocation ("improper placement of the left essure device, projecting through the proximal end of the left tube/ migration of essure device") and genital haemorrhage ("severe bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2012, amenorrhea, lsil, colposcopy on (B)(6) 2012, cholecystectomy in 2009, bipolar disorder, miscarriage, chickenpox, constipation, ovarian cyst, pelvic pain female, appendicitis (admitted on (B)(6) 2012 and discharged on (B)(6) 2012), right lower quadrant pain, umbilical hernia repair, wrist surgery, gravida, hemorrhoids and postpartum bleeding. Previously administered products included for birth control: daily bcp from 1993 to 1995; for an unreported indication: prenatal vitamins. Concurrent conditions included morbid obesity, tobacco use disorder, social alcohol drinker, smoker (1 pack per day) and allergic reaction to analgesics. Family history included heart disease, unspecified (father), myocardial reinfarction (father, mother), hypertension (father, mother), diabetes (mother, father), uterine cancer (mother), crohn's disease, endometriosis, ovarian cancer and congestive heart failure (father). Concomitant products included medroxyprogesterone (depo provera) from 1995 to 2014 for birth control. In (B)(6) 2012, the patient experienced back pain (", pain back pain (constant, severe),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping/ abdominal cramping (constant, severe)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea / gi issue") and diarrhoea ("diarrhea / gi issue"). On (B)(6) 2013, 3 months 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced headache ("headaches"), migraine with aura ("ocular migraines/ migraines"), diplopia ("double vision / vision issue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes urgency"), urinary tract disorder ("bladder or urinary problems or changes urgency / urinary issue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain abdominal (constant, severe) back hip neck (constant, mild)") and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced neck pain ("back hip neck (constant, mild)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula), solpadeine (tylenol 1), topiramate (topamax), surgery (she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, procedural pain, dysmenorrhoea, female sexual dysfunction and fatigue outcome was unknown and the genital haemorrhage, back pain, nausea, diarrhoea, headache, migraine with aura, diplopia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, arthralgia and neck pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, device dislocation, diarrhoea, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine with aura, nausea, neck pain, procedural pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: improper placement of the left essure device; on 17(B)(6) 2013: device projecting through proximal end ofleftube (B)(6) 2012 first trimester endovaginal ob ultrasound : impression: there is a small simple cyst of the right ovary demonstrated. There is a small, 1 cm diameter, cyst complicated by internal echogenicity in the left ovary, most consistent with hemorrhagic corpus luteum cyst. (B)(6) 2012 ultrasound of the abdomen limited to the right upper quadrant : impression - 1. Normal ultrasound of the liver. 2. Surgical absence of the gallbladder. (B)(6) 2012 pregnancy test: negative (B)(6) 2013 hysterosalpingogram : impression - there is a patent left fallopian tube. Note that the opacified fallopian tube takes a separate course from the left essure coil. Question the positioning of the essure coil. (B)(6) 2013 hysterosalpingogram : impression - no change in today's hysterosalpingogram, again with patency of the left tube. The essure tube continues to project outside the course of the left tube. (B)(6) 2014 surgical pathological report : gross description bilateral tubal sections and essure x2: received unfixed in a container labeled with the patient's name henn are two roughly tubular shaped fragments of rubbery pink tan tissue that may represent portions of fallopian tube 1.6 and 2.1 cm in length and from 0.3 to 0.5 cm in diameter. These are accompanied by two coiled metal devises labeled assure x 2. The probable fallopian tube segments are both cross-sectioned and totally submitted in separate cassettes with the shorter segment in cassette 1 and the longer in cassette 2. Current weight: 294 lbs. Approximate weight at the time of essure placement: 261 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pelvic pain, right hip pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("improper placement of the left essure device, projecting through the proximal end of the left tube") and genital haemorrhage ("severe bleeding") in a female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2014, she underwent a bilateral salpingectomy). Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and procedural pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, abdominal pain lower and procedural pain to be related to essure. The reporter commented: symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was improper placement of the left essure device. On (B)(6) 2013: hysterosalpingogram result was device projecting through proximal end of left tube. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed improper placement of the left essure device, projecting through the proximal end of the left tube (seen as dislocation) and she had severe bleeding. A bilateral salpingectomy was performed 2 years after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, dislocation was detected around 4 months after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event severe bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure procedure, causality was regarded as related. This case was regarded as incident since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device - location of device: perforating through proximal end of left coil/ perforation (fallopian tube (s)) left"), device dislocation ("improper placement of the left essure device, projecting through the proximal end of the left tube/ migration of essure device") and genital haemorrhage ("severe bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 on (B)(6) 2012, amenorrhea, lsil, colposcopy on (B)(6) 2012, cholecystectomy in 2009, bipolar disorder, miscarriage, chickenpox, constipation, ovarian cyst, pelvic pain, appendicitis (admitted on (B)(6) 2012 and discharged on (B)(6) 2012), right lower quadrant pain, umbilical hernia repair, wrist surgery, vaginal delivery, haemorrhoids and postpartum bleeding. Previously administered products included for birth control: daily bcp from 1993 to 1995; for an unreported indication: prenatal vitamins. Concurrent conditions included morbid obesity, tobacco use disorder, social alcohol drinker, smoker (1 pack per day) and allergic reaction to analgesics. Family history included heart disease, unspecified (father), myocardial reinfarction (father, mother), hypertension (father, mother), diabetes (mother, father), uterine cancer (mother), crohn's disease, endometriosis, ovarian cancer and congestive heart failure (father). Concomitant products included medroxyprogesterone (depo provera) from 1995 to 2014 for birth control. In (B)(6) 2012, the patient experienced back pain (", pain back pain (constant, severe),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower ("cramping/ abdominal cramping (constant, severe)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced nausea ("nausea / gi issue") and diarrhoea ("diarrhea / gi issue"). On (B)(6) 2013, 3 months 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain and device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2013, the patient experienced headache ("headaches"), migraine with aura ("ocular migraines/ migraines"), diplopia ("double vision / vision issue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes urgency"), urinary tract disorder ("bladder or urinary problems or changes urgency / urinary issue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), arthralgia ("pain abdominal (constant, severe) back hip neck (constant, mild)") and urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced neck pain ("back hip neck (constant, mild)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula), solpadeine (tylenol 1), topiramate (topamax), surgery (she underwent bilateral salpingectomy), surgery (she underwent bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, abdominal pain lower, procedural pain, dysmenorrhoea, female sexual dysfunction and fatigue outcome was unknown and the genital haemorrhage, back pain, nausea, diarrhoea, headache, migraine with aura, diplopia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, arthralgia and neck pain had resolved. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, device dislocation, diarrhoea, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine with aura, nausea, neck pain, procedural pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: symptoms are mostly resolved diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: improper placement of the left essure device; on (B)(6) 2013: device projecting through proximal end ofleftube. (B)(6) 2012 first trimester endovaginal ob ultrasound : impression: there is a small simple cyst of the right ovary demonstrated. There is a small, 1 cm diameter, cyst complicated by internal echogenicity in the left ovary, most consistent with hemorrhagic corpus luteum cyst. (B)(6) 2012 ultrasound of the abdomen limited to the right upper quadrant : impression - normal ultrasound of the liver. Surgical absence of the gallbladder. (B)(6) 2012 pregnancy test: negative. (B)(6) 2013 hysterosalpingogram : impression - there is a patent left fallopian tube. Note that the opacified fallopian tube takes a separate course from the left essure coil. Question the positioning of the essure coil. (B)(6) 2013 hysterosalpingogram : impression - no change in today's hysterosalpingogram, again with patency of the left tube. The essure tube continues to project outside the course of the left tube. (B)(6) 2014 surgical pathological report : gross description bilateral tubal sections and essure x2: received unfixed in a container 1abeled with the patient's name (B)(6) are two roughly tubular shaped fragments of rubbery pink tan tissue that may represent portions of fallopian tube 1.6 and 2.1 cm in length and from 0.3 to 0.5 cm in diameter. These are accompanied by two coiled meta1 devises labeled assure x 2. The probable fallopian tube segments are both cross-sectioned and totally submitted in separate cassettes with the shorter segment in cassette 1 and the 10nger in cassette 2. Current weight: (B)(6) lbs, approximate weight at the time of essure placement: (B)(6) lbs . Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirms pelvic pain, right hip pain . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-feb-2018: pfs and medical records received. New events added: dysmenorrhea (cramping), pain back pain (constant, severe), nausea, diarrhea, headaches, ocular migraines/ migraines, double vision, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes urgency, malposition of essure device - location of device: perforating through proximal end of left coil/ perforation (fallopian tube (s)) left, uti, dyspareunia (painful sexual intercourse), fatigue, pain abdominal (constant, severe) back hip neck (constant, mild), , unilateral occlusion (right tube occluded), urinary issues, gi issues. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an hysterosalpingogram revealed improper placement of the left essure device, projecting through the proximal end of the left tube (seen as dislocation) and she had severe bleeding. A bilateral salpingectomy was performed 2 years after insertion. Both events are anticipated in the reference safety information for essure and serious due to medical significance. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, dislocation was detected around 4 months after insertion. Given the nature of this event, a causal relationship with essure cannot be excluded. Regarding the event severe bleeding, after essure's insertion abnormal genital bleeding and menses pattern changes may occur. Since the event occurred after essure procedure, causality was regarded as related. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.